Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt's dbs ipg was explanted and replaced due to loss of therapy. The device had reportedly research end of life. Effective therapy was recaptured for the pt following the procedure. Based on the program parameters, the estimated longevity for the pt's ipg is 2 years.